Manufacturer narrative:
One 8f swartz braided introducer sheath and dilator were received for evaluation. The dilator was flushed with fluid and a brk needle/stylet assembly from current inventory was inserted and successfully advanced through the entire length of the dilator/sheath assembly with no resistance or functional anomalies noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported needle insertion difficulty remains unknown.

Event description:
Related manufacturer report numbers: 3005334138-2021-00136, 3005334138-2021-00137, 3008452825-2021-00119, 3008452825-2021-00120 during an occluder procedure, after the sheath had been flushed with saline and inserted into the right atrium, the needle was unable to pass through the sheath. The needle was exchanged, but the same issue occurred. A new sheath was inserted, but the problem persisted. Another sheath was used to attempt transseptal puncture, but the needle was still unable to be inserted through the sheath. Both needles were discarded and the procedure was aborted due to this event. There were no adverse patient consequences.